Event description:
This is being filed to report an incomplete coaptation, or single leaflet device attachment (slda) and leaflet tear that required intervention with placement of a second clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A clip was successfully deployed and implanted. A second clip delivery system (cds) was advanced to the mitral valve when it was noted that the first clip had detached from the anterior mitral leaflet (aml) (single leaflet device attachment (slda)). A perforation and tear to the aml was noted. In the physicians opinion, the slda was due to pre-existing thin leaflet tissue quality. The second mitraclip was used to stabilize the first clip and the mr was reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, the reported incomplete coaptation / single leaflet device attachment (slda) was due to challenging anatomy. The reported tissue injury appears to be a cascading effect of the slda. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.